Event description:
Adverse event(s): "possible infection" (infection, intraocular); "experienced pain" (pain); "experienced red eyes" (red eye(s). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A nurse reported a pt with a possible infection following intraocular lens (iol) implant surgery. Medical records were received. According to the medical records, the pt experienced pain and redness approximately six days following implant surgery. An aqueous culture was collected and showed no growth. The pt was treated with medications. The pt's vision was reported to have improved following therapy. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second pt. The first pt was reported under MFR. Report # 1119421-2010-00447.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/04/2010, 05/11/2010, and 05/19/2010 by phone, fax, and mail. A completed questionnaire was received on 04/23/2010. (B) (4). (B) (4). (B) (4).